Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 (mg/dl). Reportedly, the contact stated that the customer did not eat enough protein to cover the amount of insulin that was delivered in a bolus. Customer consumed apple sauce to treat their bg level. Contact declined to perform troubleshooting for the pump. Recommendation was made to consult with their health care provider to discuss diabetes management.